Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the device was inserted into the device. While using, the insulation cover of the jaws broke off, and the missing part fell into the patient's body and was retrieved without problems. After breakage, a new device was used to complete the procedure without problems. The device was used with 12mm trocar, so it was considered the insulation material of the hinge was caught and broke. No patient injury.